Event description:
It was reported that during a peri-operative CT scan, the surgeon observed that the stabilization pin broke in-situ. The remaining part (approximately 1cm) could not be retrieved and remains fixed in the patient's l5 vertebral body. No further patient complications have been reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.